Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their device was beeping. A patient-initiated interrogation (pii) was attempted; however, it was not successful. The patient was further evaluated and upon interrogation, it was noted that the device was in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.